Event description:
It was reported that the pt underwent a lumbar procedure. The tip of the screwdriver broke during the surgery. The tip broke off in the surgeon's hand while bending it. No pt complications were reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for eval. Visual examination shows that approx 4mm of the tip broke off. Microscopic examination of the fracture revealed a fairly tortuous fracture surface and no indications of fatigue were visible. Analysis findings are consistent with bend stress overloading. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.